Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they were going back for surgery this month for either a revision or replacement of their implant because the battery was supposed to be up, but it was all the way down now and it bothered them and gave them a lot of pain. The patient said they had lost a bunch of weight recently (and their issue had started a couple of months ago in 2026) and the managing healthcare provider (hcp) thought the lead wire might need to be replaced. The patient said their hcp had told them they had sent the manufacturer company papers about "a replacement." The patient wasn't able to specify exactly what the papers that the hcp sent had been because the patient had initially reported and said they were told they needed a new handset/communicator because they'd lost them. Patient services (ps) provided the patient with the lost/stolen vendor information, but reviewed with the patient that if they were getting a new implant on the 20th of this month, they would get a new programmer at that point so there would be no need to utilize the vendor, however if the procedure was simply a revision, they could initiate the process of getting replacement external devices with the lost/stolen vendor. The patient was going to call their doctor to find out if they were going to be getting a revision or replacement. The patient may call back if they need further assistance. The patient called back later the same day. They said they called the doctor and they said they filled out the paperwork. The caller said the doctor was going to give them a new program. The agent transferred the caller to sunmed.